Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the touchscreen on the ventilator was unresponsive. The customer tried performing the user verification test (uvt) and the touchscreen calibration, but the issue was not resolved. There was no patient involvement associated with this issue.